Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) shut down while entering patient details. The issue couldn't be duplicated during troubleshooting. The system and mvs powered on normally and didn't shut itself down. Power switch wiring was checked and reconnected. The ups was also checked and reconnected. There was no patient.